Event description:
During a craniectomy with resection of skull tumor a drill bit "froze" and the bit would not turn. The scrub nurse removed the router to check for placement and it came out of the bit in two pieces. When the bit froze, it caused a small hole in the dura which required repair.